Event description:
This report was received via the dentist who reported that while he was shaping a canal with the endodontic instrument during root canal therapy, a 5mm section of the instrument broke inside the canal at the apex of the tooth. Subsequently, the dentist extracted the tooth.